Event description:
It was reported that one day post implant an alert was given. Oversensing of the atrial signal on the ventricular channel was noted. Dft testing was carried out and undersensing was observed after vf induction. The pace/sense portion of the lead was capped and replaced when reprogramming the device did not resolve the issue. The defib portion of the lead remains active. The patient condition was good.